Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited noise oversensing. The lead was explanted and replaced. There were no consequences to the patient.